Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided inappropriate therapy while the patient was in surgery. It was noted that improper magnet placement caused for the inappropriate shocks to occur. No patient symptoms were reported. The patient will be monitored.